Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforatio') in an adult female patient who had essure (batch no. 683282) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problem") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, genital haemorrhage, urinary tract disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforatio') in an adult female patient who had essure (batch no. 683282) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problem") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, genital haemorrhage, urinary tract disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, pelvic pain, perforation and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.